Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered five inappropriate shocks for supraventricular tachycardia (svt) because the sinus rhythm detection (srd) three-minute timer was met. Technical services (ts) recommended continued monitoring. This crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.